Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when conducting the pre-test of the foley catheter was unable to inject water after connecting the syringe and the balloon did not inflate.

Manufacturer narrative:
The reported event is unconfirmed. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when conducting the pre-test of the foley catheter was unable to inject water after connecting the syringe and the balloon did not inflate. Per investigator's notification received on 29dec2025, it was reported that during sample evaluation the balloon had mushroomed.